Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. H4: the lot was manufactured march 26-27, 2024. H11: the device was received for evaluation with no fluid in the bladder. A functional leak test was performed by manually filling the unit with green color water. During fill, evidence of leak (backflow) was observed at the fill port. Subsequent examination revealed the cause of backflow was due to a glass fragment stuck under the device's checkband. No manufacturing process step would allow glass fragment to be introduced near or adjacent to the fill port. The reported leak (backflow) was verified. The cause of the stuck glass fragment is most likely due to user filling technique. A glass ampoule used for filling the device without a filter can result in this type of event. The use of a filter during filling is recommended in the product label (IFU, instructions for use). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The fill port is used to fill the bladder with medication and it is protected by a cap after the device is filled with fluid. A leak from fill port does not indicate a breach in fluid path: the end user (patient) does not interface with the fill port during use, and the fill port has a protective cap closing off this element of the device. This event may have a potential for a delay in initiation of therapy. As this device is not intended for critical/life sustaining medication, the expected harm for delay of therapy is negligible. A pharmacist /clinician filling the device takes special precautions to avoid exposure to medication; therefore, this event would be unlikely to cause harm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the "dosing port". This was observed during the dosing process. The device was being filled with fluorouracil and 0.9% normal saline for a total volume of 220ml. There was no patient involvement. No additional information is available.